Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 12/01/2016 product has been received and information provided stating the patient was revised on (B)(6) 2016.

Event description:
Litigation alleges the patient suffered pain and discomfort in his left hip causing potential unnecessary and additional surgeries, emotional distress, and metallosis exposure as a result of the implanted asr hip.